Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during inguinal hernia repair, trocar was placed in patient but balloon would not inflate. After several attempts a new trocar was obtained and working properly. No injury to the patient.